Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's friend reported via phone call that the act button was unresponsive. The customer's blood glucose was 90 mg/dl at the time of incident. The customer's friend also reported that they were unable to clear missed bolused alarm due to keypad anomaly. The customer's friend stated that the act button started blinking and stopped working. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage on the keypad traces during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube.